Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that there was no damage to the electrical circuitry preventing therapy. There was no surgical intervention performed to resolve this issue and the current plan is to monitor the patient.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.